Event description:
Customer reported nurse saw secondary medication flowed too quickly, looked like it went up into the primary line. There was no pt harm. Although requested, no other info was available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.